Event description:
Related manufacturer reference number: 2017865-2021-06003. It was reported that the atrial lead and ventricle lead had dislodged due to twiddlers syndrome. The physician elected to replace the entire system on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The right ventricle lead was returned due to dislodgement. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found over-torqued of the inner coil consistent with procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met the specification.